Event description:
The date of event is unknown. It was reported to boston scientific corporation on march 04, 2009, that a resolution clip device was used during a procedure. According to the complainant, during the procedure the resolution clip device would not advance from the sheath. The procedure was completed with another resolution clip device. No information was available regarding the status of the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).